Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval. Eval summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a laparoscopic rectal sigmoid resection, the surgeon fired the device to create an anastomosis and after firing, it was difficult to remove the device from the rectum. They manipulated the device and continued with the removal successfully. The doughnuts were intact. They then did a leak test to ensure the staple line was intact due to the stress on the rectal tissue. There was no pt consequence reported. The device was discarded.